Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly per article by montalti, et al., j arthrop. 2018: a patient required revision due to dislocation with the liner breakage. "The dislocation with the liner breakage was due to a neck-to-cup posterior impingement, with chipping of the edge of the ceramic insert. The patient underwent insert and neck revision, changing the previous short 8 deg. Retroverted neck with a long 15 deg. Retroverted neck. A ceramic liner was positioned. "